Event description:
Customer reports, during a laparoscopic cholecystectomy the jaw of the instrument broke (fell apart in several pieces.) The surgeon was unable to retrieve the pieces and converted to an open procedure, during which the last piece was removed. The pt is fine. However, he was hospitalized for four days post-op due to the open procedure.